Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, duodenovideoscope had foreign material at the distal end and the k-pipe (pipe protecting forceps elevator wire) had foreign material. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus found foreign material at distal end, forceps elevator and k-pipe after plastic cover removal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be specified since it was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). No physical damage was found at the forceps elevator and k-pipe locations where foreign material remained. There was physical damage found at the at distal end location where foreign material remained. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 "preparation and inspection". IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.